Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, no insulin was noted to be exiting the end of the tubing during the fill tubing step. During troubleshooting with tandem technical support, it was noted that the luer lock connection was not screwed on correctly slightly (crooked). The customer was able to unscrew and reconnect at the luer lock connection, tighten the luer lock connection. In addition the customer reported to have noted air bubbles. The customer was able to expel air bubbles by performing a fill tubing and was able to see insulin coming out of the tubing end. There was no reported impact to the customer's blood glucose level.